Event description:
Pt presented with 3cm seal zone with 32-30-32mm (hourglass) diameter. In 2009, access and deployment of a 28-16-140bl bifurcated device and a 34-34-80le infrarenal proximal extension were uneventful. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal. At 30 day follow-up, CT revealed both a proximal and distal type I endoleak. The following month, the pt was treated for both leaks. The hypogastrics were coiled off and a 16-16-88l limb extension was placed to extend down the right side, with good seal. A large non-compliant balloon was inflated in the proximal extension and a palmaz stent was placed, but there was still a slight leak. Approx 20 coils were placed at the neck and in the sac, some coils inadvertently ended up between the graft material and the stent cage. The endoleak persisted. A 34-34-80le infrarenal proximal extension and a 34-34-100rle suprarenal proximal extension were placed to reline both the main body and original proximal extension. The endoleak still persisted. At this point, the case had lasted approx 6-7 hours. The leak was left for monitoring.

Manufacturer narrative:
Additional info for bifurcated device: model no. 28-16-140bl, lot no. W09-1197-001, expiration date: 05/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Unk if pt met all indications for use criteria. No conclusion as to the cause of the persistent endoleak can be drawn at this time.